Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite gastrointestinal videoscope presented with air/water flow issues. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which may cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the adhesive on the distal sheath had a crack with a white-clouded area; due to clogging of the nozzle, water removal ability did not meet the standard value; the adhesive around the objective lens was peeled; the light guide lens had a crack and the adhesive around the light guide lens was peeled; the paint on the air and water cylinders and the s-cylinder were peeled; the connecting tube had a wrinkle; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Cover the spray valve hole with your finger. Depress the valve all the way and confirm that water flow is observed in the entire endoscopic image. While keeping the spray valve hole covered, depress the valve till the first stop position. Confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.